Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the up and down arrow buttons were intermittently unresponsive and contamination was found under all key contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no physical damage to the keypad. During testing, the up and down arrow keypad buttons were found to be intermittently unresponsive. The keypad was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation also revealed a discolored/faded display screen, which has no effect on insulin delivery function. (B)(6).